Event description:
There is an upcoming revision surgery for reasons unknown.

Manufacturer narrative:
The reported event was confirmed since images of CT scans were provided and shows the tibial component in varus. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is no clear sign of loosening like radiolucence or cavities around the tibial component. It looks slightly in varus. The pe cannot be assessed directly, but there is no clear sign of loosening or dislocation. The talar component is positioned a little anteriorly and the bone looks slightly condensed, but there is neither radiolucence nor cavities. There is no sign of loosening or dislocation.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in the patient.

Event description:
There is an upcoming revision surgery for reasons unknown.